Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews.

Event description:
It was reported that the arctic sun gel pad kept sounding alert when tried to cool the patient for about 30 minutes. Hypothermia patient cooling on for about 30 mins and the device keeps sounding alert 01 (patient line open). Target temp 33c, pt was 35c, wt was 6.1c, fr was 0.8l/min. System diagnostics water control shows fr was 0.8l/min, ip was 4.0, cp was 100%. Walked her through disconnecting and reconnecting the pads correctly.